Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.

Event description:
Received info regarding a cartridge alarm 19 during basal delivery. The customer attempted to load a new cartridge and received a cartridge alarm 19. Reportedly, the customer does not know what their blood glucose level was. It was confirmed that the customer had manual injections available.